Manufacturer narrative:
A device history record (DHR) review was unable to be conducted as the device remained implanted in the patient and a lot number was not provided. Radiographs were not provided and the device was not available for investigation. The reported allegation of intra-operative locking mechanism failure was not confirmed. Based on reported allegation, the root cause was user error as the locking mechanism was overtorqued by the surgeon. Review of labeling notes: surgical technique: rotate the locking mechanism a 1/4 turn clockwise to the locked position. Caution: the locking mechanism requires only minimal effort (two fingers) to lock. Do not force into position.

Event description:
On (B)(6) 2019, during a procedure, the locking mechanism on a one-level cabo plate was over-torqued and spun freely. The plate was left in the patient as the surgeon decided that the locking mechanism was in-tact and would still be able to hold the screws in place. Surgery had a minimal delay of 4-5 minutes and there was no report of patient injury. No additional event information is available.